Manufacturer narrative:
We received one 744hf75 catheter with a non-edwards contamination shield attached for examination. The catheter body was found to be damaged under the proximal contamination shield tuohy borst type connector 69cm proximal of the catheter tip. All through lumens were patent without any leakage, although they are restricted under the damaged catheter body when flushing with water. The catheter body has collapsed, and appears to be due to over tightening of the tuohy borst type connector. The thermistor and thermal filament circuit were continuous. The thermistor was found to read 37.1 c when submerged in a 37.1 c water bath on both the vigilance ii and ev1000 monitors. There were no open or intermittent conditions. The catheter ran cco on the vigilance ii monitor for 5 minutes with no error messages. Resistance value of thermal filament circuit was measured and found to be within specification. The eeprom data was found to be normal, both the stored data and the computed data matched. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage was observed from the returned monoject 1.5cc limited volume syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that the cco (1.6) and cci values were reading low on the vigilance 2 monitor compared to the cco value on the ev1000 (used on the same patient). The cco value on the ev1000 was reading between 4.0 to 4.3. The cable was switched on the vigilance ii monitor and when this happened the cco value went up to 3.0 but then started to drift back down to 1.6. The cco cable was tested and it passed and in addition the monitor was switched out and the same problems continued. No alarm/fault messages were seen on the monitor. The catheter was switched out for a new one. The patient was not treated off these numbers. No patient complications were reported.